Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ratio pump, na electrodes, carbon bridge, tricontinent syringe and the photometer lamp to resolve the issue. Beckman coulter internal identifier is case-(B)(4). No patient demographic information was provided.

Event description:
The customer reported receiving erroneous patient results for sodium (na), chloride (cl) and calcium (calc) on the unicel dxc 800 synchron system. The erroneous results were reported outside of the lab. There was no change in patient treatment in association with this event.